Manufacturer narrative:
Company comment: the serious event of foreign body reaction and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical and surgical interventions to prevent potential permanent damage. The potential root cause includes the treatment procedure itself or a foreign body reaction to the product within the local tissue. A potential contributory factor may include the off-label use of sculptra in the periorbital region. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-sep-2025 by a physician concerning a 45-year-old male patient. The case was published on social media. The medical history of the patient included hiv and hiv associated lipodystrophy. The patient had been maintained on haart for the past five years, with a therapeutic regimen that included a protease inhibitor. Over the past two years, the patient reported significant shrinking of his cheeks accompanied by increased abdominal girth and significant fat accumulation in the upper back region (buffalo hump). Although the protease inhibitor was later replaced, no improvement in hiv-associated lipodystrophy was observed. No information regarding allergy history or prior filler treatments was provided. On an unknown date, approximately seven months prior to examination, the patient received a series of three-monthly injections of sculptra to the cheeks, nasolabial folds and periorbital areas (unknown amount, lot number, injection technique and needle type). Sculptra was injected to periorbital areas (off label use of device). By the third treatment visit, the patient developed severe swelling (implant site swelling) in the periorbital area, leading him to refuse further sculptra treatments. On an unknown date, the physician examined the patient and identified three nodules/foreign body granuloma (foreign body reaction) (> 10 mm) in the inferior periorbital area of the left eye, and two nodules under the right eye. The physician attempted to treat the nodules with intralesional steroids, but there was no response. Subsequently, on an unknown date, the lesions were surgically incised under local anesthesia, revealing white gelatinous material. This material was excised and sent for histopathological analysis. Microscopic analysis showed nodules as foreign body granuloma. One week after surgery, the patient was reviewed by a hcp and had responded well to the surgery. The patient was advised against further use of sculptra and was being followed up every three months. Outcome at the time of the report: swelling was recovering/resolving. Nodules/foreign body granuloma was recovering/resolving. Sculptra was injected to periorbital areas was recovered/resolved.